Event description:
It was reported that the scs ipg migrated and is poking through the skin. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the suture eyelet on the ipg header was ripped, which caused ipg migration. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg pocket site was relocated, which resolved the issue.

Manufacturer narrative:
(B)(4).